Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2013-01861 and 1225714-2013-01862.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01861 and 1225714-2013-01862. Add'l info was also received regarding the date of event; however, there is a discrepancy as the newly provided date of event/date of death is different than the date of event/date of death that was originally reported. Add'l info to clarify the date of ev ent and date of reported. Add'l info to clarify the date of event and date of death has been requested and will be submitted upon receipt accordingly.